Event description:
Information was received from the national death index (ndi) regarding the patient. The underlying cause of death was reported as instantaneous death.

Event description:
It was reported that the patient passed away due to sudden unexpected death in epilepsy, or sudep. It was reported that death was not related to the vns. The disposition of the device is unknown to date. No additional relevant information has been received to date.